Event description:
It was reported that the patient experienced multiple syncope events and a fall. The implantable pulse generator (ipg) exhibited a suspected failure and was nearing elective replacement indicator elective replacement indicator (eri) it was further reported that the right ventricular (rv) lead exhibited non- physiologic oversensing inhibiting pacing, polarity switch, high undefined impedance and noise. The ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.